Event description:
Event: arthritis. In 2006, female patient received the third or fourth intra-articular injection of artz dispo 25mg and 1% xylocaine 1ml (lidocaine hydrochloride). The following day - she experienced joint swelling. The next day - the swelling developed into arthritis. Crp was 6.5 mg/dl (abnormal) and wbc was 8.700 cells/mm3. Her physician punctured her joint fluid and cooled the site. Bacterial culture of the joint fluid was negative. Ten days later - the inflammation had subsided. Crp went down to 0.5 mg/dl and wbc went down to 4.000's cells/mm3. Two days later - she left the hospital though she still had a slight pain and was using crutch.

Manufacturer narrative:
We are trying to obtain additional information from the injecting physician.